Manufacturer narrative:
Multiple attempts have been made on 14jul2025, 21jul2025, and 28jul2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that an oxygen pressure sensor range error had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an oxygen pressure sensor range error had occurred. The customer stated they would handle repairs. Resolution and disposition are pending, and the investigation is ongoing.